Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no pt harm reported. The biomedical engineer evaluated the unit and could not duplicate the reported problem. The biomedical engineer stated that he run the unit for 3 days with no repeat of failure. The biomedical engineer return the unit to service.